Manufacturer narrative:
Investigation results: received one speedband superview super 7 device for analysis with the velcro strap and the ligator head. A visual examination of the ligator head found all bands were present and the third band was caught under the second band. The crimp was present on the trip wire. The ligator head teeth were noted to be damaged and the suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band was attempted to be released onto the bleeding site but the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band was attempted to be released onto the bleeding site but the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.